Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 3006705815-2022-15381. It was reported that the patient was experiencing incisional pain. In turn, surgical intervention was undertaken wherein the physician attempted to adjust the anchors, but the leads were pulled out. The leads were then explanted and replaced. Postoperatively, the pain has resolved.